Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as, ¿did not clean the area before starting the peritoneal dialysis (pd)¿. Peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with cefazolin (1g/once daily/ip, discontinued a month after the onset) for treatment of peritonitis. At the time of this report, pd therapy was ongoing. A month after the onset of peritonitis, the patient recovered from the event. The patient was retrained on the proper aseptic technique. No additional information is available.